Event description:
Related manufacturer reference number: 3006705815-2019-03175. It was reported that the patient had their leads replaced on (B)(6) 2019 due to lead migration. Patient now has effective therapy.